Event description:
It was reported that the patient presented to the emergency department (edd) after having a pump stop. Cardiopulmonary resuscitation (CPR) was performed for about 6 minutes. At some point the patient's driveline was connected to their backup controller. Review of the log files from the initial controller which spanned 5:13 am to 10:34am indicated that the patient was attempting to switch power sources from the mobile power unit (mpu) to battery power. The white power lead was connected to battery power but the black power lead was not. The black power lead remained disconnected for the rest of the history. There was no damage noted on the black power lead or difficulty connecting the lead to a power source and the reason for the controller exchange was unknown. Motor function was not affected by these events and maintained motor speed until the driveline was disconnected at 10:06 am. The log files from the backup controller indicated the driveline was connected at 10:13am with no other unusual events recorded. The patient was discharged on (B)(6) 2022. Related manufacturer's report regarding the pump: 2916596-2022-10238.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of atypical power cable disconnect alarms and the controller being exchanged were confirmed via analysis of the submitted log file. Log files contained approximately 2.5 days of data (01apr2022 ¿ 04apr2022 per the timestamp). Intermittent atypical power cable disconnect alarms activated due to power cable faults activating not consistent with power source exchanges; the alarm activated intermittently throughout the log file and was observed on both power cables. The driveline was disconnected on (B)(6) 2022 at 10:06:17 to exchange the system controller. There were no other notable alarms throughout the log file. The atypical voltage drops noted did not prevent the pump from maintaining a speed above the low speed limit while the driveline was connected. Additional information provided stated that the heartmate ii system controller (serial number: (B)(6)) would not be returned for evaluation. It was also reported that the cause of the controller exchange was unknown. It was communicated that there was no damage observed on the power cables and that there were no difficulties connecting the black power cable to external power; however, the log file data indicated that there may be conductor breakdown on the controller power cables. The root cause of the reported events could not be conclusively determined through this analysis. It should be noted that the heartmate ii system controller was shipped to the customer on 27 july 2017. The product life of a system controller is a minimum of 3 years from the date of first use. Heartmate ii patient handbook (rev. C) section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the power cable disconnect and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook (rev. C) section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller and the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller power cables for damage or debris. Heartmate ii patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate ii system controller was shipped to the customer on 27july2017. No further information was provided. The manufacturer is closing the file on this event.